Manufacturer narrative:
Additional information provided in h.3., h.6., and h.10. Based on review of the provided photo the optic edge appeared to have a scrape mark. The root cause for this damage may be related to a failure to follow the IFU (instructions for use). Review of the associated used company cartridge indicated inadequate viscoelastic was observed in the cartridge. No problem was found with the returned used company cartridge. Top coat dye stain testing was conducted with acceptable results. The IFU instructs to completely fill the cartridge with ovd (ophthalmic viscosurgical device) immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. A photo was provided of the single-piece monofocal lens in the eye. An area near the bottom of the lens has been circled with blue ink. The light reflection is red and makes it difficult to view characteristics. The circled area has the appearance of a scrape mark. Unable to verify from the photo. The manufacturer internal reference number is: (B)(4).

Event description:
A health care professional reported that during an intraocular lens (iol) implant procedure, a string or abrasion on the optics of the lens and which could not remove. The lens not removed due to increased risk of complication. There was no negative consequences to the patient. Additional information has been requested.